Manufacturer narrative:
Additional, changed, and/or corrected data: d.3., g.1.

Event description:
Patient reported "was very upset (crying), had concerns regarding the biocell textured implants, wanted to have them removed", and "thought both implants had ruptured". Patient also reported ¿muscle and joint pain¿, "fatigue", "feeling sick", "when they breathe in any kind of chemicals they faint", "brain fog", "dry mouth", "weight gain", "hair loss", and "had no tolerance for temperature meaning when it would get about eighty degrees they start to feel sick to stomach"; these events are not device related. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "was very upset (crying), had concerns regarding the biocell textured implants, wanted to have them removed", and "thought both implants had ruptured". Patient also reported ¿muscle and joint pain¿, "fatigue", "feeling sick", "when they breathe in any kind of chemicals they faint", "brain fog", "dry mouth", "weight gain", "hair loss", and "had no tolerance for temperature meaning when it would get about eighty degrees they start to feel sick to stomach"; these events are not device related. Device remains implanted. This record is for the left side.